Event description:
Customer reported low total bilirubin (tbil) test results were obtained for 4-5 specimens when using the unicel dxc 600i synchron access clinical system. Quality control was also affected, with level 1 control out of range low, which upon retest was acceptable. The high level quality control was acceptable. Erroneous test results were not reported out of the laboratory. There was no death, serious injury or affect to patient treatment associated with this event.

Manufacturer narrative:
Customer attempted to resolve the problem by preparing and loading a new reagent cartridge. This did not resolve the problem. On 01/13/2012, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the reported imprecision. The fse replaced the sample syringe, probe and three-way valve, and adjusted the photometer. The issue was resolved. The customer confirmed that quality control was within specifications and the cv (coefficient of variation) was <6%. Cause was attributed to a hardware failure. This is one of two reports received from this customer. The related MDR is 2050012-2012-00342.